Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one hickman single lumen catheter with cuff was returned for evaluation. The sample was received with the clamp disengaged. Blood and residue were noted throughout the sample with a dark mass of what appeared to be residue present in the catheter at the cuff's location. The catheter was not patent to infusion during functional testing. Based on this finding, the investigation is confirmed for the reported failure to infuse. Per the evaluation results, there appeared to be a dark mass of residue present in the catheter. Therefore, it is possible that an occlusion occurred in the catheter as a result of residue building up in the catheter during use. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the central venous catheter was allegedly unable to infuse despite enough flushing attempts. Reportedly, the device was removed and replaced, not requiring a new vessel access. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported the central venous catheter was allegedly unable to infuse despite enough flushing attempts. Reportedly, the device was removed and replaced, not requiring a new vessel access. There was no reported patient injury.